Event description:
According to the complaint, on (B)(6) 2017, when purging the syringe of a safepico, blood sprayed from the sampler and got in contact with the users gloves. The customer reported that there is a crack on the body of the syringe half a centimeter that allowed the flow of blood. The syringe was discarded.